Manufacturer narrative:
H3/h6: troubleshooting was done outside of the system service. A representative (rep) installed a new ssd. After replacing the ssd, the system was still going unresponsive. He connected the mouse to the system, but the red light on the bottom of the mouse wouldn't come one. When plugged into the camera cart, the red light on the mouse flashed then went off. When trying to load the application the system froze and became unresponsive. He manual rebooted and when the system was powered on again it went to no signal. They walked through checking the connections in the back of the computer. Cables were seated properly. The rep rebooted again and the system booted to the desktop and loaded the application successfully. He was able to use the application normally. They rebooted to test the system and it booted to no video detected. The usb ports were not working. Codes 10, 4203 and 4307 are applicable to this troubleshooting. H3/h6: the system was serviced in the field and the computer was replaced. The system passed all tests and was performing as intended. Codes 10, 4203 and 4307 are applicable. H3/h6: the ssd was returned and analyzed. The returned ssd was tested on a bench test system and no issues were detected. They were able to boot to the login screen without issue. The ssd was left on for several hours and no issues were observed. Codes 10, 213 and 67 are applicable. Section d information references the main component of the system. Other relevant device(s) are: computer 9735764 nav with pcoip s8 svc. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the computer 9735764 nav with pcoip s8 svc (1943c1794) was returned for analysis. Analysis found that the initial boot to normal dvi output was successful with a test ssd. Running burning system locked up after 5.5 min with video output still visible. Several other runs of burning locked up with and w/o starting video capture. Several of the lockups also lost video output. Hard power cycle not always successful. This issue is being tracked under a hardware defect tracking database. Evaluation codes that apply to this testing: 10, 4203, 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: d11: lot number of computer 9735764 nav with pcoip s8 svc is 1943c1794. H3) the computer has been received by the manufacturer for analysis. However, it is under analysis at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation has not begun at the time of filing this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system would become intermittently unresponsive. The screens would become unresponsive and the site restarted the system which initially fixed the issue. The screens became unresponsive again so they did a hard reboot. The mouse was connected and they were unable to move the mouse. During testing the next day the system was slow and became unresponsive when trying to load patient exams. There was no patient present.